Manufacturer narrative:
A field service engineer (fse) visited onsite and confirm the cause of the reported problem was a faulty speaker. The fse determined that the speaker assembly needed to be replaced. The fse replaced speaker to resolve the issue. The device was operational after repairs were completed. Reporting institution phone # (B)(6), reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred, it was unclear if the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.`